Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number were not provided. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis, as listed in the xpert instructions for use (IFU), is a known adverse event associated with the use of a peripheral device within the peripheral arteries. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that prior to (B)(6) 2016, after implanting an unspecified xpert self-expanding stent in an unspecified vessel, the patient returned a few days later due to closure of the stent. The physician suspects that the closure was due to in-stent thrombosis and that the patient may not have adhered to the prescribed therapy post deployment. The patient was treated with dual anti-platelet therapy. No additional information was provided.